Event description:
The customer reported the system displayed loud popping noises, and a saturation fault error. Also, the system was out of focus.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep could not reproduce the popping but verified the saturation fault and found the batteries were bad. He regreased the high voltage cables, and replaced the battery pack and cmos battery. The system was still popping intermittently, but was also operating as intended.